Event description:
Reportedly, the instrument stapled correctly, however, it did not cut the anastomosis completely. The incomplete anastomosis was taken out an a new anastomosis had to be stapled. Procedure: anterior rectum resection laparoscopic sigmaresection.